Manufacturer narrative:
(B) (4). The system was repaired, found to be operating as intended, and released to the customer for use.

Event description:
The customer reported that the system displayed a filament failure error message. The c-arm went down in the middle of operating room.